Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, however, photographs of the event unit were provided. Visual inspection of the photographs confirmed that an applied medical product was not involved in the reported event. Based on the photographs provided, the event unit is not an applied medical product. Therefore, a product malfunction did not occur with an applied medical product and the event is not reportable.

Event description:
Procedure performed: diagnostic laparoscopic surgery. Event description: from care quality report: on the (B)(6) 2021- patient was scheduled to undergo diagnostic laparoscopic surgery under general anaesthetic. At the start of surgery the surgeon made a small umbilical incision and inserted a 10mm trochar, the abdominal cavity was inflated to pressure of 15mm, following inflation an 11mm trochar was also inserted, the anaesthetist observed the patient's condition had began to deteriorate, and asked the surgeon to deflate the abdomen, the assistance of a second anaesthetist was requested, no palpable output was noted and so CPR was commenced at 13.45, adrenoline was given intravenously and chest massage for 30 seconds with a cvp and arterial line inserted, the patient stabilised and the surgeon proceeded to a laporotomy where he noted a large amount of fresh bleeding intra-abdominally he immediately applied pressure to the major vessels until further assistance arrived. A second gynaecologist and the on-call vascular surgeon from the [ ] were called who arrived with two other members of the vascular team and took over the care of the patient, a 2-3cm laceration was found to the anterior wall of the left iliac artery wall, a 1-2 cm laceration to the posterior left iliac artery, a 1-2 cm perforation of both walls of the transverse colon and a 1-2 cm laceration to the left iliac vein, these were all repaired as per the vascular surgeons operation notes using prolene sutures and a vein patch. At 14.52 a blood transfusion was commenced with ffp given as per protocol (5 units in total of ffp). Intravenous antibiotics were given intra-operatively, both feet were pink and palpable pulses present. The plan was for the patient to be transferred to the critical care unit at the hospital for further observation and intravenous antibiotics. The patient was transferred to e floor ICU at the [ ] hospital with infusions of propofal and fentanyl in progress via 999 ambulance. Duty of candour was conducted with the patient's next of kin by the surgeon. On the (B)(6), the consultant surgeon informed the patient had been extubated and the plan was for her to be declassified to a general ward the following day, he noted there appeared to be no neurological deficit, the patient was awake and responding to treatment. (B)(6), the consultant surgeon informed the director of clinical services the patient was now mobile and continuing to make progress. From adverse incident report: details of incident- perforation of bowel, iliac artery and iliac vein during laparoscopic surgery, no defect with instruments noticed during surgery. Details of injur - perforation of bowel, iliac artery and iliac vein resulting in massive haemorrhage scenario being implemented and further laparotomy being required. Patient was transferred ventilated for critical care. Action taken- vascular surgeons called immediately, perforations repaired and patient transferred. Additional information received from applied medical representative via email on 18 may 2021: the event unit seems to be the 11mm port. However, the customer mentions a 5x100mm trocar to be involved, although this was not mentioned in the initial declaration. Additional information received from applied medical representative via email on 19 may 2021: there have been no reported events with any trocars until this one. There was no mention of a 5mm trocar. Additional information received from user facility via email on 24 june 2021: the abdomen was inflated with carbon dioxide using the veress¿ needle until the pressure reaches between 15 and 20 mmhg. After that the veress needle is removed and the trocar is inserted through the small umbilical incision in a controlled manner. It is the 11 mm trocar with a guarded knife. The patient underwent 2 laparoscopic procedures previously but other abdominal surgery. Pre-existing pathology was mild endometriosis, no other medical illness. The procedure was done to investigate the cause of her pelvic pain and to rule out or treat endometriosis. It was to examine the female pelvic organs i.e. Uterus, tubes and ovaries as well as the pelvic peritoneum. It was the 11mm shielded bladed trocar. Intervention: CPR, perforations repaired and patient transferred. Patient status: perforation of bowel, iliac artery and iliac vein resulting in massive haemorrhage scenario being implemented and further laparotomy being required. Patient was transferred ventilated for critical care.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: diagnostic laparoscopic surgery. Event description: from care quality report: on the (B)(6) 2021 - patient [ ] was scheduled to undergo diagnostic laparoscopic surgery under general anaesthetic. At the start of surgery the surgeon made a small umbilical incision and inserted a 10mm trochar, the abdominal cavity was inflated to pressure of 15mm, following inflation an 11mm trochar was also inserted, the anaesthetist observed the patient's condition had began to deteriorate, and asked the surgeon to deflate the abdomen, the assistance of a second anaesthetist was requested, no palpable output was noted and so CPR was commenced at 13.45, adrenaline was given intravenously and chest massage for 30 seconds with a cvp and arterial line inserted, the patient stabilised and the surgeon proceeded to a laparotomy where he noted a large amount of fresh bleeding intra-abdominally he immediately applied pressure to the major vessels until further assistance arrived. A second gynaecologist and the on-call vascular surgeon from the [ ] were called who arrived with two other members of the vascular team and took over the care of the patient, a 2-3cm laceration was found to the anterior wall of the left iliac artery wall, a 1-2 cm laceration to the posterior left iliac artery, a 1-2 cm perforation of both walls of the transverse colon and a 1-2 cm laceration to the left iliac vein, these were all repaired as per the vascular surgeons operation notes using prolene sutures and a vein patch. At 14.52 a blood transfusion was commenced with ffp given as per protocol (5 units in total of ffp). Intravenous antibiotics were given intra-operatively, both feet were pink and palpable pulses present. The plan was for the patient to be transferred to the critical care unit at the [ ] hospital for further observation and intravenous antibiotics. The patient was transferred to e floor ICU at the [ ] hospital with infusions of propofal and fentanyl in progress via 999 ambulance. Duty of candour was conducted with the patient's next of kin by the surgeon. On the (B)(6) the consultant surgeon informed [ ] the patient had been extubated and the plan was for her to be declassified to a general ward the following day, he noted there appeared to be no neurological deficit, the patient was awake and responding to treatment. On (B)(6), the consultant surgeon informed the director of clinical services the patient was now mobile and continuing to make progress. From adverse incident report: details of incident - perforation of bowel, iliac artery and iliac vein during laparoscopic surgery, no defect with instruments noticed during surgery. Details of injury - perforation of bowel, iliac artery and iliac vein resulting in massive haemorrhage scenario being implemented and further laparotomy being required. Patient was transferred ventilated for critical care. Action taken - vascular surgeons called immediately, perforations repaired and patient transferred. Intervention: CPR, perforations repaired and patient transferred. Patient status: perforation of bowel, iliac artery and iliac vein resulting in massive haemorrhage scenario being implemented and further laparotomy being required. Patient was transferred ventilated for critical care.